Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a biliary perforation. The patient was not noted to have tortuous anatomy. During the procedure, approximately 90% of the stent was deployed; however, the stent failed to fully release from the delivery system. The stent was reconstrained and removed from the patient. The physician noted that the white handle appeared to have loosened from the outer sheath. The procedure was completed with another wallflex fully covered biliary rmv stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was returned partially deployed, this is now considered a reportable event.

Manufacturer narrative:
The exact patient age was not provided; however, it was reported that the patient was over 18 years of age. (B)(4) for the evaluation findings of stent deployment issue (partial deployment). A visual examination of the returned device found that the stent was partially deployed by approximately 15mm. It was noted that the distal handle had detached from the outer sheath and that the outer sheath was stretched at it's proximal end. No other issues were noted with the profile of the device. During a functional analysis, an attempt was made to retract the outer sheath but a resistance was met. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. There was some resistance in movement of the proximal end of the outer sheath along the shaft that was possibly due to the stretching of the proximal end of the outer sheath. No issues were noted with the profile of the deployed stent or inner lumen that would have contributed to the complaint reported. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.